Event description:
It was reported that during shoulder surgery, a 7.0 mm cannula cleartrac was opened and before using it, it was noticed that the rubber around the tip was broken. A s+n backup was used to completed the procedure. There was no delay and no patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The reported 722000905 7.0 x 72mm clear-trac threaded cannulas, intended for use in treatment, have not been returned for evaluation. Without the reported product, a visual evaluation cannot be performed and the customers complaint cannot be confirmed. The information provided states, ¿during shoulder surgery, the q-fix all suture anchor wouldn't deploy; the site was drilled correctly using the appropriate drill guide¿. However, this is an acknowledged failure mode has been evaluated and is being monitored. A review of the complaint and manufacturing records was performed and indicated similar allegations for the lot number reported.